Event description:
Device 2 of 2. Reference MFR report #: 1627487-2013-11846. The patient had two, 3146 leads (from the same lot) and two, 3143 leads (from the same lot). It was reported pus and an infection were located at the patient's lead site. As a result, the patient's scs system was explanted. In turn, the patient was placed on negative pressure wound therapy and is doing well at this time.

Manufacturer narrative:
Evaluation: the device history of sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was replaced and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.